Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No discrepancies were detected. No root cause has to be determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that immediately after replacing the product with a new one, the customer attempted to suck sputum of the patient using it, but could not do it successfully. After that, they checked it by passing sterilized water through it, and noticed it did not go. No patient injury reported.